Event description:
It was reported that this right atrial (ra) lead was surgically abandoned lead fractured and exhibited loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.